Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
Product not returned to manufacturer.

Event description:
It was reported that the both the right atrial and right ventricular leads had dislodged. Capture thresholds had dropped significantly and the impedance had increased on the right atrial lead. Upon investigation, it was discovered that the patient had twiddler's syndrome. On (B)(6) 2017 the atrial lead was repositioned successfully. During the procedure, while attempting to reposition the dislodged right ventricular lead, the helix would not extend, so the lead was explanted and replaced. The patient left the procedure in stable condition. The patient presented in the emergency room on (B)(6) 2017, alleging that they had been shocked by the device. Review of session records showed no evidence of any delivered therapy leading up to the patient's emergency room appearance. The patient no longer wanted the system implanted. On (B)(6) 2017, the patient underwent an elective explant of the entire system including the pacemaker, right atrial lead, and right ventricular lead, as the leads had once again migrated due to suspected twiddler's syndrome.